Manufacturer narrative:
The likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing, and balance training, when weighing the patient, and when lifting the patient with a stretcher. The device instructions for use state ¿before lifting always ensure that: the lift strap is not twisted or worn and can move in and out of the lift unit freely; the lifting accessories are not damaged; the sling is correctly and securely applied to the patient in order to prevent injuries from occurring; and the lifting accessory is correctly applied to the lift.¿ an inspection of the device by a baxter service technician is pending. An onsite visit by a baxter lift representative noted that the facility was using the likorall device with a sling/harness (nausicaa) that was not compatible with the likorall device. An examination of the images provided by the customer found that the slingbar¿s quick-release red catch hook was broken and images display that the catch was likely broken prior to this event. The device instructions for use states the following when using a device fitted with a quick release hook ¿push down the red catch and connect the quick-release hook to the q-link. Release and check that the catch locks in order to prevent involuntary unhooking from the q-link. Before lifting check that the quick-release hook is correctly attached to q-link.¿ the device also provides an illustration of the correct placement/attachment of the hook. In this event, the patient experienced back and buttock pain with no further injury following a fall from approximately 1.20 meters. Pain is an unpleasant sensation that typically stops once the stimulus is removed, is not life-threatening, and does not require medical or surgical intervention to preclude permanent impairment of a body function or body structure. The patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes that no serious injury occurred. Although a device inspection is pending, it is noted that the customer attributes the cause of the event to use error. If the reported use error event (using incompatible sling and/or device with broken equipment) were to recur, it would be likely to cause or contribute to a death or serious injury. A final report will be submitted upon completion of the investigation.

Event description:
Baxter was made aware of an event involving a likorall 200 device. The customer reported that while a patient was being transferred, the ¿support at the end of the rail broke¿ (red safety catch), and the patient fell to the ground approximately 1.20 meters. The patient was reported to have pain in the back and buttocks following the event. There were no wounds and no bleeding. The patient was taken to the hospital, provided level 2 pain medication, and returned to the facility the same day.

Manufacturer narrative:
It was reported that the customer refused the repair intervention. The customer replaced the slingbar themselves since the red locking part on the slingbar's quick-release hook was damaged. A baxter representative was able to witness a transfer from the chair to the bed of a resident. It was observed that the customer used the multirall together with a non-liko sling the baxter representative provided information for use with caregivers including the below instructions. Harnesses must be well centered when positioned on residents' backs. Only use compatible accessories with the liko patient lift. The baxter technician recommended appropriate harnesses to use in conjunction with the lift. The following assembly instructions are outlined in the likorall 200 IFU: before lifting check that the quick-release hook is correctly attached to the q-link. The cause of the event was determined to be due to use error. If the reported use error event (using incompatible sling and/or device with broken equipment) were to recur, it would be likely to cause or contribute to a death or serious injury.

Event description:
Baxter was made aware of an event involving a likorall 200 device. The customer reported that while a patient was being transferred, the ¿support at the end of the rail broke¿ (red safety catch), and the patient fell to the ground approximately 1.20 meters. The patient was reported to have pain in the back and buttocks following the event. There were no wounds and no bleeding. The patient was taken to the hospital, provided level 2 pain medication, and returned to the facility the same day.